Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced cardiac tamponade following implant of their pacemaker system. Four days post implant, pacing impedance on this right ventricular (rv) lead was greater than 3000 ohms, which resulted in an automatic lead safety switch to unipolar. Pacing impedance then trended downwards for several months. Myopotential oversensing was also noted. The patient was evaluated and the physician elected to surgically reposition this lead. The issue was reportedly resolved following the repositioning. No additional adverse patient effects were reported. This rv lead remains in service, as does the associated pacemaker.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the evaluation result codes and evaluation conclusion code have been changed.